Manufacturer narrative:
The reported event of no occlusion alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) cannot be conducted

Event description:
The customer reported an infusion was programmed for 100 ml/hr, however no drips were observed from the drip chamber and no alarms occurred when expected. The user increased the rate to 300 ml/hr and no drips were observed. During IV troubleshooting, the user discovered an occlusion at the connection between the tubing and the short extension to the catheter. The duration of the event is not known. The clinician changed the channel, and then the infusion performed as expected. No patient harm was reported. The channel which did not alarm when expected was sent to biomed for evaluation.